Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy thumb advancer and bent flex-guide were confirmed. Based on visual inspection and of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy thumb advancer and bent flex-guide incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the left common femoral artery was attempted using a starclose se device. Reportedly, after two centimeters of thumb advancer deployment, a larger amount than usual of resistance was encountered. Deployment was stopped and the safety release was activated to retract the locator wings. During removal, the thumb advancer was retracted proximally releasing the device from the vessel. Once removed, the flex-guide was observed to be bent. Manual arterial compression was applied for three minutes to achieve hemostasis and a compression bandage was applied at the site for twenty-four hours as preventive action. There was no vessel damage. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator reportedly performed the procedure as indicated in the instructions for use. It is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.